Event description:
The patient contacted lifescan and reported that their one touch basic enhanced meter kept giving the error 2 message. The patient reported taht they were unable to test due to the error 2 issue. They had blurred vision at the time of concern. However, it is unknown, if they had the attempted to test on the meter prior to or after experiencing blurred vision. They also reported that they had visited their doctor and the doctor's meter result was "over 300". It is unknown if they had attempted to test on the meter prior to going to the doctor's office. The doctor gave them oral medication to be taken in the morning and one in the evening. Their diabetes medication regimen prior to the doctor's visit was not provided. During troubleshooting, the patient's testing technique was verified to be correct and that the condition of their test strips good. They were walked through as test, but the error 2 message appeared on the display. They were asked to repeat the test with a test strip from a new vial, but the issue still persisted and the error 2 message appeared again. The patient was sent a replacement meter, control solution, check strip, and test strips.